Event description:
It was reported patient underwent an initial procedure on (B)(6) 2014. During the procedure, the loop tore while placing the toggleloc ziploop into the patient's bone canal. Another implant was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "surgical implants are subject to repeated stresses in use, which can result in fracture or damage to the implant."